Manufacturer narrative:
Follow-up submitted to report device evaluation.

Event description:
Per complaint (B)(4), a hex tool was stuck to a patient's dental implant. No adverse patient consequences were reported.